Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call power error detected alarm and retainer ring anomaly on the insulin pump. Customer¿s blood glucose level was 20.2 mmol/l. Customer advised the retainer ring was detached from the reservoir however the insulin pump still functioned. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unable to perform displacement test or occlusion test due to missing retainer. Unit passed self-test, rewind, seating, basic occlusion test and force sensor test. Unit properly received blood glucose readings from contour next blood glucose meter. Insulin pump trace download analysis confirmed the insulin pump alarmed power error. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Unit was received with missing reservoir tube o-ring, minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, faded serial number label, corroded battery tube and minor scratches on lcd window.